Event description:
The customer reported a loudspeaker error. The device was used for monitoring at the time of the alleged malfunction. No death, serious injury or adverse event occurred or was reported as a result of this issue